Event description:
It was reported that the user experienced hypoglycemia after a meal, with a documented low of 51 mg/dl and continuous glucose monitor alerts for urgent low, urgent low soon, low glucose, and rapid glucose fall; the event was treated with oral carbohydrate (orange juice), and education on the 15/15 rule and smaller carbohydrate dosing for standard low alarms was provided. Symptoms included hypoglycemia. Outcomes included a temporary period out of range of approximately 30 minutes without hospitalization or additional medical intervention. Investigation included complaint handling with troubleshooting guidance and user education. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event represented hypoglycemia of undetermined cause with successful self-treatment and no further adverse outcome. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.